Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 56585 and the data files were returned and analyzed. The data file analysis showed oscillation within the pressure, flow and temperature performance at application four with the balloon catheter which was used for eight injections. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for eight applications on the event date. The balloon catheter failed the performance test due to double balloon breach. In conclusion, the balloon catheter failed the returned product inspection due to the double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.